Event description:
It was reported that during a colon surgery procedure, the device didn't close completely and delivered malformed staples. The procedure was completed by hand-suturing. There was no patient consequence.